Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Since the complaint device was not received, an evaluation could not be performed on the product and the reported event cannot be verified. Per the surgical technique, the sutures should be tensioned perpendicular to the button face. The sutures will break when pulled against the edge of the hole in the button (not perpendicular). An eco was implemented to improve the design of the button to reduce these failures due to misuse.

Event description:
It was reported that during an anterior cruciate ligament surgery the tightrope tape tore during insertion of the graft. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device. It was not necessary to switch the surgical technique or do a second surgery.